Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. (B)(6) are the same patient. Patient did not tell dentist of an ill fitting denture she wore that traumatized the implants.